Event description:
Spontaneous report. Pts nurse reports pump malfunction, pt's pump is showing an error code stating change lithium battery call provider, no interruption to therapy as it was completed using gravity drip. There are no reports of any adverse effects due to the pump malfunction. The pump is available for return, defective pump is being replaced. No additional information provided. Pump serial number: (B)(6). Unknown lot number and expiration date. Reported to (B)(6) by: health professional.